Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 422 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work during basal delivery. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 422 mg/dl and treated with manual injection. Customer's blood glucose was 167 mg/dl the morning after high blood glucose treatment. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address number label and stained end cap sticker.